Event description:
It was reported that during the initial implant procedure, the right ventricular lead exhibited insulation anomaly. Blood was noted to be coming out of the proximal end of the lead. The lead was not used. A new lead was implanted successfully.